Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ft4 ii assay result for one patient sample. The initial result was 2.45 ng/dl and the repeat results were 1.33 ng/dl and 1.32 ng/dl. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The reagent lot number was 180429. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the analysis of the calibration signals and control values, a general reagent issue could most likely be excluded. Typical causes of this type of event include preanalytic issues such as improper sample preparation, or general issue with the system such as bubbles or foam on the reagent surface, issues with the sipper, or old pinch tubes.